Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 450 mg/dl and other relevant blood glucose level was above 200 mg/dl at the time of calibration. Customer was treated with bolus. Customer declined for troubleshooting of high blood glucose. Customer was not using auto mode of insulin pump. Customer stated that the sensor had calibration not accepted and change sensor alert. The insulin pump will not be returned for analysis.